Event description:
Untrained staff used the et tube holder. The result was that the et tube slipped. It is unclear whether the et tube slipping was a factor contributing to the patient's death or not. This happened in the UK.